Manufacturer narrative:
On 08/15/2019, the conclusion was submitted in 1415939-2019-00171. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. No return patient sample was available. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within expected limits. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics'complaint investigation no product deficiency was identified.

Manufacturer narrative:
On july 2, 2019 additional patient details were provided: patient came into our smcf campus ed for issues, had some lab work drawn (not a troponin) and ended up getting sent home. She was then seen by our urgent care clinic at our broadway campus later in the day and because she had a family history of heart problems, they drew a troponin and got a value of 0.004. Patient requested that we also do a troponin from the sample drawn earlier in the day at our ed testing was added on. A troponin aliquot was made from the original comprehensive specimen and value was 1.015. Urgent care provider called wondering what was going on smcf repeated their test on the original comprehensive tube and got 0.060. Testing was repeated on the comprehensive tube and got 0.011. Testing was repeated on the aliquot tube and got 0.000. There was no negative impact to patient management. An evaluation is still in process. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
Manufacturers report number 1415939-2019-00171 for additional suspect medical devices. An evaluation is still in process, a follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated troponin results on the architect i1000sr analyzer. The following data was provided: sid (B)(6) initial 1.015 ng/ml, repeated 0.060, 00.11, 0.000. Precision was run on another sample: 0.327, 0.93, 0.320, 0.128, 0.37, 0.15 . The customer uses a cutoff of 0.028 ng/ml. There was no impact to patient management reported.